Event description:
It was reported that there was a volume discrepancy with actual reservoir volume greater than expected. No reservoir volumes were reported. No patient symptoms or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.